Event description:
Litigation alleges that the patient suffers from pain and discomfort.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).the complaint has been reopened because it has been reported that the patients left hip was revised (B)(4) 2013 to address pain and slight vertical malpositioning of the cup (which was not removed), which caused edge loading of the head and liner. Part and lot for the liner and head were provided.